Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a filter, designator fl9 from the analog pcb assembly, which caused excessive off current and drained the internal hlc batteries. There was also confirmed process residue observed on fl9.

Event description:
It was initially reported that the device had its attention and charge-pak icons illuminated. After evaluation by physio-control, it was observed that the device would not have the ability to deliver defibrillation therapy.there was no patient use associated with the reported failure.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.